Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly. Physio determined that the cause of the reported issue was due to integrated circuit, designator u5. U5 was electrically damaged.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the customer's device was able turn on with the power button; however no other buttons were functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the non-critical reported issue. Physio also observed only the power button to be operational. Physio replaced the interface pcb assembly to resolve both issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the customer's device was able turn on with the power button; however no other buttons were functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.